Manufacturer narrative:
Upon visual inspection, fluid intrusion was found around the tornado buttons and on the insertion switch assembly which would be related to the reported event. The usm was installed onto a golden system where the 25745 error was triggered indicating fault on the tornado down button, replicating the reported event. Also, the usm failed the button test on the golden system on tornado down. The usm was then installed onto a pftp where the insertion buttons test was found to be failing on the tornado down button. Once testing was completed, the tornado switch assembly was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the tornado switch assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the clinical sales representative (csr) contacted tech support mid-procedure to report that the patient clearance button on the universal surgical manipulator (usm) arm 2 was not functioning. Despite the issue, the customer decided to continue the procedure as planned and planned to perform a hard power cycle once completed. Logs indicated an error 25745 on the usm arm 2. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not resolve the issue during the procedure, but it did not cause complications for that procedure. The procedure was completed robotically with all four arms, and the patient side cart (psc) was swapped out between cases. The surgeon did not disable or discontinue the use of arm 2 due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.